Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the pouch bag and suture were returned for analysis. In addition, the tyvek wrapper was also received along with the device. Upon evaluation, the suture was noted to be attached to the bag, fully cinched, and pouch was torn at the bottom end (not at the seams), no material was missing and the torn portion was noted to be stretched. Also, it was noted there were body fluids on the bag. The event reported was confirmed and it is related to improper use of the device. Each device is 100% visually inspected prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempting to remove the bag with specimen through the trocar or forcing the bag through the access site as this may lead to bag rupture and spillage of contents. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the prostate was already in the "endocatch" bag. The doctor tried to pulled out the "endocatch" bag from the port site by pulling on the string with a circular motion then the bag ruptured. Doctor retrieved "the said piece with a pean clamp" and did a methodical wound exploration. Then the bag was examined making sure all the pieces were there. There were no pieces of the "endocatch" bag inside the abdomen. After a fifteen minute delay, the case was successfully completed with no patient consequence.